Event description:
Journal reference: farris s, ford p, demarco j, giroux ml. Deep brain stimulation and the ethics of protection and caring for the pt with parkinson's dementia. Mov disord. 2008;23(14):1973-1976. We briefly review two case studies to highlight the difficult ethical issues that can arise during the complex care of pd pts with dementia and successful dbs. Dilemmas occur postoperatively as a result of cognitive decline and we describe salient ethical dimensions that illustrate the need for a proactive postoperative plan for supervision as a prerequisite for surgery to include neuropsychological testing to predict the likelihood of net benefit to the pt and family beyond just motor improvement. Reportable event: pt 2 a woman with pd for 12 years who underwent neurological and neuropsychological preoperative evaluations for dbs implantation for refractory disabling tremor. She underwent bilateral stn dbs surgery which greatly reduced her tremor allowing her to eat and dress. One year later, she had progressive dementia increased care. See MFR report # 2182207-2008-08521.